Manufacturer narrative:
Manufacture and expiration dates are unavailable with the information provided. (B)(6).

Event description:
Information was received that while a smiths medical endotracheal tube was in use, the cuff was unable to inflate. This required the endotracheal tube to be replaced. A leak was noted in the balloon.